Event description:
Dr removed the artelon implant which his partner implanted in 2006. Patient was a hairdresser who exhibited inflammation and soreness. Originally used tycron polysorb to anchor. This has a 12 months total degradatin periord. Dr performed lrti as fall back.

Manufacturer narrative:
At the present stage, no conclusion can be drawn.